Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets during pulse testing) was confirmed. Upon evaluation the monitor was resetting during pulse testing. The root cause for the resets was isolated to noise from the defibrillator pca high-voltage capacitors propagating on the main battery wire on the monitor c/a board. PMA supplement p010030/s064 was submitted to FDA on 07/06/2015 and is currently under review. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was resetting during pulse testing.